Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the set screw in the instrument assembly broke off in the baseplate. Surgeon was able to remove the base plant and implanted a new baseplate.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the set screw in the instrument assembly broke off in the baseplate. Surgeon was able to remove the base plant and implanted a new baseplate.

Manufacturer narrative:
The reason for this instrument failure was reported as broken screw in baseplate. The possible time in service for baseplate is 14 years and 1 month from manufactured date.the healthcare professional indicated there was a significant adverse event to the patient. The surgery was completed as intended, with a five-ten-minute delay. The instrument was not inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history records (DHR) revealed the instruments, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of this instruments. Complaint database review shows twenty-eight prior complaints filed against the instruments item number that reports a similar failure. Those are 1 - threads damaged/galled and 27 - broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. It is also a possibility that the drill guide was cross threaded into the baseplate which leads to breakage during torqueing. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and after further examination, the thumb screw of the drill guide, two piece, rsp is broken at the threaded tip. The baseplate was not returned. The reported condition of the above instrument could possibly be a result of repeated use, misuse, wear, and care must be taken to avoid compromising their performance. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.